Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pauses and was symptomatic. It was further reported the implantable pulse generator (ipg) was "not firing" and that the right ventricular (rv) lead exhibited high thresholds, high impedance, episodes of intermittent noise, intermittent over-sensing with an elevated sensing integrity counter (sic) on stored electrograms (egm). It was also reported that the right atrial (ra) lead exhibited over-sensing. The rv lead was explanted and replaced; the ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced syncope and dizziness. It was also reported that the right atrial (ra) lead exh ibited far field r-wave (ffrw) oversensing. The lead was reprogrammed and remains in use.